Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high hv lead impedance was observed. All other electrical values were normal. The patient is pacemaker dependent. The lead was explanted and replaced.